Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and rupture diagnosed by ultrasound. Healthcare professional later reported that there was no rupture. Device has been explanted and replaced with a non-allergan® device.

Event description:
Healthcare professional, additionally reported, "signs of intracapsular rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.